Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found image defects/distortion. Based on the results of the investigation, it is likely that the following led to the malfunction: occurrence cause of indicated phenomenon could not be presumed. It is presumed that image disappeared temporarily due to immersion because image failure occurred due to immersion from cable pierced part. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): as result of confirming contents of the instruction manual at the time of shipment of the product regarding cable immersion, there are following descriptions. It is determined that they may prevent from indicated phenomenon. [Never clean, disinfect, or sterilize this equipment together with sharp-tipped instruments (tweezers, forceps, knives, etc.). These could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the instrument.] Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the camera head had image defects/distortion. There were no reports of patient harm.